Event description:
It was reported that the customer lost all his settings for some reason. Customer had low blood glucose levels two nights ago. Customer stated that he does not know why his settings were reset. Customer was unable to access the alarm history. Customer has been having low blood glucose level since monday. Customer's blood glucose level was 50 mg/dl. Customer has treated with food. Customer tested their blood glucose level at 62 mg/dl. Customer knows that it was lower than that. Customer estimates it was 50 gm/dl. Customer treated with glucagon and food/juice. Customer's most recent set change was (B)(6) 2014. Customer's alarm history could not be reviewed due to the buttons not moving down the list. Customer tried removing and installing a new battery, but it did not resolve the issue. Customer agreed to return the pump for analysis. Customer called back and stated they will not return the pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.